Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Patient reported pain around the implant area.

Manufacturer narrative:
Conclusion: based on the received information, the reported pain at the implant side and dizziness, which are present also without the processor, are most likely a clinical consequence of the experienced trauma. Further, at re-implantation, a lot of tissue growth around the implant could be observed, likely due to a previous revision surgery performed in an attempt to solve the reported problems. In addition, electrical measurements during device investigation confirm a short circuit between two channels that is present intermittently. Otherwise, the device operates within specification during device investigation. This is a final report.

Event description:
Patient reported pain around the implant area which was present with and without use of the processor. Pain was not present after initial implantation of the device. In (B)(6) 2015, the patient was involved in a car accident. After the accident the patient began to have technical problems with the device as well as dizziness and pain. The patient therefore underwent revision surgery in (B)(6) 2016. The pain and dizziness persisted after the revision surgery. The patient was re-implanted. The implant housing and electrode array were reportedly still in place at explantation and no inflammation or infection was present. Post re-implantation, the patient reported feeling fine and no longer experiencing pain or dizziness.